Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided. The photo shows the drainage catheter inside the product package in which catheter tube was completely broken. The investigation is confirmed for the reported fracture, fluid leak and identified material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drain. It was reported that post navarre universal drainage catheter placement, the body of drainage catheter was allegedly found fractured. Reportedly, the catheter was allegedly found leaking and extravasation. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drain. It was reported that post navarre universal drainage catheter placement, the body of drainage catheter was allegedly found fractured. Reportedly, the catheter was allegedly found leaking and extravasation. The current status of the patient was unknown.